Event description:
On (B)(6) 2013, the lay user/patient in the us contacted lifescan to report the onetouch verio iq meter kit had test strips missing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted there were no test strips in the reported meter kit; she was unable to obtain a blood glucose reading. The patient took the action of consuming food and/or a drink. Four hours afterwards, the patient experienced the symptoms of sleepiness, thirst and blurred vision. The patient went to the emergency room, where at 9:30 pm her blood glucose level was tested to be 410 mg/dl. The patient was treated with additional food and/or drink. The patient manages her diabetes with a combination of medications. Troubleshooting revealed there was no missing product in the meter kit. The issue was not resolved during the troubleshooting telephone call. The meter and test strips were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter/test strip issue, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.